Event description:
It was reported that a significant blood return was observed after the tubing was unclamp and noted to be leaking around the filter. The blood return stopped after disconnecting the tubing and flushing the line. There was no consequences or impact to the patient.

Manufacturer narrative:
The customer¿s report of leaking around the filter was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection under magnification observed that the set¿s 0.2 micron ped filter had a crack along the filter¿s side weld line between the upper and lower housing on the filter¿s input port side. No tool or stress marks were observed on the filter component. No other abnormalities were observed. Functional testing confirmed leaking between the filter¿s side weld line between the upper and lower housing on the filter¿s input port side. The cause of the leaking was a crack along the filter component¿s side weld line between the upper and lower housing on the filter¿s input port side. The root cause of the crack was not identified. The device history record for microbore extension set model mz9226 lot unknown could not be conducted because the lot information was not provided.

Manufacturer narrative:
Concomitant medical products: 10ml bd syringe, lot: 9226762, exp: 2022-08-31, 0.9% nacl injection. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Per customer, they are not allowed to provide any patient demographics.

Event description:
A filtered extension set was returned unexpectedly, and it was reported that majority of the products have the same reoccurring issue of breaking, cracking or leaks.

Event description:
It was reported that a significant blood return was observed after the tubing was unclamp and noted to be leaking around the filter. The blood return stopped after disconnecting the tubing and flushing the line. There was no consequences or impact to the patient.